Manufacturer narrative:
Investigation summary: no device was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a high-pressure alarm during infusion. 46 hour 5fu infusion. Programmed volume to be infused: 150ml. Programmed rate: 3.3ml/hour. Volume delivered 49.3ml. Volume remaining: 100.7ml. Lock level 2. A closed system transfer device (cstd) was used to fill cassette. Pump was not used to prime extension tubing. There was no patient harm/adverse event reported. Treatment delayed for 1 hour. This event occurred at the patient's home.